Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cyst. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown breast augmentation with mentor memorygel, 700cc on the left side and unknown silicone breast implant on the right side, which the left side ruptured after implantation. Patient admitted to hospital for dysphagia, nausea, vomiting and chest pain. Confirmed left rupture by MRI examination. The operation report indicated that both sides had presumed benign mass. The mass was sent off to pathology and was benign, nothing to do with the rupture. The patient has fully recovered. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number smpx-685, serial number (B)(4), and right replaced with catalog number smpx-685, serial number (B)(4) on (B)(6) 2019. This report is for the right side.